Manufacturer narrative:
Corrections: d4-UDI number updated e1-removed doctor name h6 component code changed from g04105 to g07001 h6 type of investigation-removed b13 the investigation for the optical sensor issue has been completed. Since data logs were not available beyond calibration on the first console or on the second console and limited clinical details were provided, the cause of the optical sensor issue could not be determined.

Manufacturer narrative:
E1: corrected initial reporter facility name, street address, and zip code.

Manufacturer narrative:
D4 UDI was entered correctly on the initial report that was submitted. E1 initial reporter first name and initial reporter last name is unknown and should of been left blank on the previously submitted reports. Initial reporter facility name, initial reporter address line 1 and initial reporter city were updated. H10 related report number was added. This is one of two related reports. This report represents the pump and another report was submitted to represent the automated impella controller.

Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced a sensor failure but pump function was not affected. The patient remains on impella support.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.